Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer¿s blood glucose level was 10.8 mmol/l. The customer reported that they did hear beeps when audio volume settings were saved. The customer also reported that the insulin pump sounds different before than before at basal delivery continues alert and at suspend on low. The customer reported that the insulin pump sounds sometimes missing, especially when low blood glucose alerts occur. The customer reported that the insulin pump had cosmetic damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with cracked lcd window.